Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.

Event description:
Following placement of the first coil within the aneurysm, difficulty was experienced to re-zip into the introducer's tube. There was no reported pt injury.